Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a lesion in the ostial rca. The device was inspected prior to use with no issues noted. During the procedure , the physician tried to position the stent . After several attempts to find the correct position, it was noted that stent dislodgement had occurred. The dislodged stent was removed successfully using a gooseneck device. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.